Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and no delivery alarm. The customer's blood glucose level was unknown. The customer also reported that the corner of the battery compartment was cracked and on the insulin pump and battery does not last long. The device will not be returned for analysis.